Event description:
Manufacturer representative reported had neurostimulator implanted in 2001. Patient went through airport security, a hand wand was used and the patient lost all stimulation. The device was interrogated; power on reset had occurred. Battery showed 40/80% was used. The manufacturer representative reprogrammed the parameters and checked again; the battery showed 30-70% used. Within a few minutes of reprogramming, a power on reset occurred again. The manufacturer representative tried 4-5 times and same thing happened each time. The battery was at end of life.